Event description:
It was reported that the customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer required assistance to address the bg by administrating a correction bolus via pump. Reportedly, the cause for the reported issue was due to an incomplete bolus alert occurring. Tandem technical support educated the customer on incomplete bolus alerts. Additionally, it was found that the customer was using off label insulin (fiasp) within the pump supplies. Reportedly, the customer cleared the alert and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. H3 other text: device not returned.